Event description:
The dr reported an event of persistent iritis after implant of a memorylens u940s1 into a pt's left eye in 2001. The pt was being treated with steroids - predforte. The inflammation was still present at the pt's last exam in 2001. The dr's prognosis as of the last visit was fair, still with a trace of cells and flare, cornea clear. The dr did not know if this incident was lens related.